Event description:
It was reported that the lap sponge was fraying and falling apart.

Manufacturer narrative:
The facility reported that during a hysteroscopy, the surgeon reported that the lap sponges in the surgical pack were torn and shredded in the surgical site. The facility has not released the sample and photos were not sent for evaluation. The surgeon visually inspected the surgical site to rule out the presence of any retained pieces. There was no additional intervention and the patient was reported to be fine. Without the sample, the issue has not been confirmed and a root cause has not been determined. (B)(4) is the MFR of the lap sponge and they have been notified of the reported incident.